Event description:
It was reported that there were no difficulties encountered during the procedure. The guidewire was torqued. It was observed that the proximal coating of the guidewire was coming off after the device was removed from the microcatheter. The device was completely removed from the patient and there was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection confirmed that the torque device was not returned on the guidewire. The guidewire was examined before decontamination. The polytetrafluoroethylene (ptfe) coating was scraped on the guidewire. After decontamination, the guidewire was soaked in water. After soaking the guidewire, it was inspected wet along the length of the hydrophilic coated section. The coating was present on the guidewire. No anomalies were found with the hydrophilic coating. The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off at approximately 20.0cm and 30.0cm from the proximal end. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. In further testing, a portion of the ptfe section of the guidewire was wrapped around a mandrel in a tight wind and close pitch. The wrapped guidewire ptfe section was inspected for anomalies. The ptfe coating showed no anomalies resulting from the test, indicating that the ptfe coating was adhered to the guidewire. The guidewire dimensions were measured and determined to be within specification. During functional evaluation with a demonstration microcatheter, the guidewire was loaded and advanced through without difficulties. The observed ptfe coating peeling is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, and assignable cause of use error was assigned to this investigation.

Event description:
It was reported that there were no difficulties encountered during the procedure. The guidewire was torqued. It was observed that the proximal coating of the guidewire was coming off after the device was removed from the microcatheter. The device was completely removed from the patient and there was no clinical consequence to the patient due to the reported event